Manufacturer narrative:
The entire upper user interface assembly became separated from the top of the height adjustment column it is mounted to. The bolts used for this connection are too weak and sheared off. The falling assembly could strike the pt, user of bystander. Factors that currently mitigate the risk of the hazard: service engineers have reported that looseness may be noticed before full failure occurs. Generally, this prompts a repair before failure. There are several large cable assemblies that pass through this interface. These cables slow the decent and don't allow the assembly to fall away from the system.

Event description:
The entire upper user interface assembly became separated from the top of the height adjustment column it is mounted to. No consequences to the pt or user were reported.